Manufacturer narrative:
Suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Reddish discoloration was noted near the nozzle of the device. The device was not tested as returned in order to first investigate the co2 cartridge since the device was already deactivated. The co2 cartridge was removed for inspection and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge and activation knob, the device sprayed once then stopped. The tubes were disconnected for removal of powder. No clumps of powder or obstructions were found in the tube between the powder chamber and on/off valve or in the tube between the powder chamber and the regulator. Visual and physical inspections of the cannula and hole in the bottom of the powder chamber showed the cannula and diffuser chamber openings to be clear. During each stage of disassembly, the device was function tested with a new co2 cartridge and activation knob, and the device continued to spray once before flow would stop or weaken considerably. The clearances of the internal tubes and powder chamber components were checked with pin gauges and found to be conforming. The regulator was pressure tested and found to be functioning as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. After using the hemospray and applying three (3) sprays, the device would no longer fire/spray. The facility switched the catheter and the device would not spray with the second catheter. They disconnected the gun completely from the catheter, tried to spray the gun in the trash can and nothing would come out. They did not hear or see any carbon dioxide (co2) coming out. The gun was deactivated and the co2 pressure did indeed release. The procedure was completed with the same device [facility decided there was enough hemospray already applied]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.